Event description:
It was reported the patient mentioned that sometime in 2020 they had a bad fall at the hospital and had surgery three months later due to leg numbness. The patient stated that during their surgery the catheter was cut at their flank and they took the epidural out the catheter tip either at l3-4 or l4-5 and they replaced a screw in reference to taking the catheter out. The patient stated, 'I was in the hospital for 3 and so medicated I didn't know that the meds went under my skin.' It took 6-7 months to get back in to get the catheter reattached.

Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: on (B)(6) 2018; product type: catheter. Other relevant device(s) are: product ID: 8780; serial/lot #: (B)(4); ubd: 09-jan-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient had a lumbar fusion with another provider and during that surgery the catheter was cut. The catheter was then replaced on (B)(6) 2020. There was no evidence of any pseudomeningocele or leakage. The wound was dry and well healed. Introducer needle was passed into the intrathecal space and clear spinal fluid exuded. The needle was withdrawn. The stylet was removed from the catheter. The catheter was anchored. The previously placed pump was opened. The catheter was tunneled in 2 passes from the posterior incision to the anterior incision. It was connected to a connector. The pump was then removed from the pocket and cleaned. The pocket was modified and was enlarged for the replacement of the pump. The new catheter was attached to the pump and the pump was re-implanted. All 3 wounds were irrigated, injected with local anesthetic, and coated with a vancomycin powder and closed. The patient's leg numbness, initial surgery, and prolonged hospitalization were not related to the catheter issue and was related to the fusion surgery. The event resolved. As far as the hcp was aware, the patient still had/used the pain pump. The patient's weight was asked, but not applicable.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.